Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a fan belt issue. However no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (event site email). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit was giving a fan failure detected message with numerous fault # 59s in the fault logs. This fault points to the compressor fan. The fse replaced the fan cable assembly. The fse operated the unit for three hours and verified that there were no other fan failure messages or faults. Iabp calibration, functionality, and safety checks were performed per manufacturer specifications. The failure analysis and testing dept. Received part with a reported unit failure of a code 59 "fan failure detected". The fat performed a visual inspection and found the part to be in good condition. The fat installed the fan in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure or error codes can be confirmed. Retaining the part in the failure analysis and testing department per procedure.